Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.

Event description:
A consumer called in 2008 to report experiencing an allergic reaction resulting in hospitalization while wearing oasys trial lenses. The consumer reported initially wearing the trial lenses for 2 hours the first day that the lenses were obtained from the consumer's eye care professional (ecp). The consumer reported that both eyes "were a little red and itchy during the 2 hours that the lenses were worn." The consumer reported that during the second day of daily wear four days prior, both eyes gradually became red, itchy and began to swell and "about midday developed hives and shortness of breath." The consumer reported presenting to a local ER for treatment and was admitted to ICU for three days for an "allergic reaction." The consumer's prescribing ecp was contacted and had no information regarding the consumer's allergic reaction and subsequent admission to the hospital. The doctor reported having seen the consumer for a routine exam the next day, and noted 360 degree flush with neovascularization in both eyes. The consumer's corneas were clear and within normal limits. Doctor also noted meibomianitis in both eyes; the consumer was treated with doxycycline 50 mg x1 month. The consumer denied using the prescribed antibiotic prior to the alleged event. The prescribing ecp cannot either confirm or deny the consumer's reported experience. The consumer has since been placed in a competitive trial product. Multiple attempts were made to obtain additional information regarding the alleged event and also obtain the product in question. The consumer refused to return the product in question. The lot number of the product in question is unknown. There is no additional information available at this time. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.